Event description:
It was reported that a customer experienced a malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting by plugging pump into a known working power source and repeating charging and bootup steps without success, then planned to use multiple daily injections as backup therapy while technical support arranged a replacement pump.